Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged an inaccurate delivery issue. The patient was hospitalized with a blood glucose (bg) of 580 mg/dl with large ketones, lethargy, rapid breathing, abdominal pain, nausea, and vomiting. Treatment included IV fluids and insulin injections. Patient was unable to complete troubleshooting and has discontinued pump therapy. This complaint is being reported as the inaccurate delivery issue could not be ruled out, and the patient experienced hyperglycemia.